Manufacturer narrative:
No product related to the reported event has been returned. The root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review confirmed that the gastric bypass procedure was performed on (B)(6) 2022. Via system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure the stapler instrument did not move properly. It kept skipping and moving incorrectly. The procedure was continuing as planned with no reported injury. Isi has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.